Event description:
As reported by (B)(6) on (B)(6) 2012, a patient that was enrolled in the (B)(4) study experienced peri-procedural myocardial infarction. At the twenty four month follow up visit, the patient experienced stable angina. The indication for the index procedure was unstable angina pectoris. Angiography revealed 70% stenosis in the mid left anterior descending artery (lad). The targeted vessel had been previously revascularized with a bare metal stent. The lesion was described as 14mm in length, class b2, mid and heavily calcified. There was in-stent restenosis and the reference vessel was 3.0mm in diameter. The lesion was pre-dilated with a 3.0 x 20mm balloon at 18atm and a durstar rx ptca catheter was used. A 3.0 x 13 cypher rx (lot# 15077636) stent was implanted at 20atm. There was 5% post residual stenosis. The proximal left anterior descending artery (lad) was described as having 70% stenosis, 26mm in length, class b2 and heavily calcified. The target vessel had also been previously revascularized with a drug eluting stent. There was in-stent restenosis. The lesion was predilated with a 3.5 x 20 balloon at 18atm and a 3.5 x 23 cypher rx (lot# 15079894) stent was implanted at 18atm. There was a 5% post residual stenosis. An additional 3.5 x 13 cypher rx (lot# 15094586) stent was used due to initial stent not fully covering the lesion. The study stent was deployed overlapping and proximal to the initial stent covering the lesion. At pre-procedure, the ck peaked at 41 (232 u/l), the ck-mb peaked at 2 (5 ng/ml) and troponin I peaked at 0.006 (0.050 ng/ml). At 6 to 12 hours post procedure, the ck peaked at 46, the ck-mb peaked at 1 and troponin I was not done. At 16 to 24 hours post procedure, the ck peaked at 51, the ck-mb peaked at 2 and troponin I peaked at 0.402. There was no procedural complications reported and the patient was discharged the next day.

Manufacturer narrative:
The discharge summary noted the patient's ECG showed nonspecific intraventricular conduction and right bundle branch block; otherwise, it was unremarkable. The ECG core lab reported no new major st-t abnormalities and no new q waves. Based on the (B)(6) received on (B)(4) 2012, the (B)(6) determined that the patient experienced a peri-procedure mi. The (B)(6) reported the event as being related to the device and related to the procedure. Concomitant medications: aspirin 325mg qd, carvedilol 6.25mg bid, isosorbide mononitrate 60mg qd, amlodipine 2.5mg qd, benazepril 10mg qd, crestor 20mg qd, omeprazole 20mg qd, lasic 80mg qd, lisinopril 10mg bid, glipizide 5mg bid, metformin 100mg bid, novolin n 32units qd, and hydrochlorothiazide 25mg qd. Additional information will be submitted within 30 days of receipt. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00114, 3003742446-2012-00115 and 3003742446-2012-00116.

Manufacturer narrative:
Complaint conclusion: as reported by the adjudication committee on (B)(6) 2012, a patient that was enrolled in the (B)(4) study experienced peri-procedural myocardial infarction. This is a (B)(6) male with medical history including hypertension, hyperlipidemia, history of angina, previous pci ((B)(6) 2000), history of myocardial infarction ((B)(6) 1997), history of congestive heart failure, history of copd, history of diabetes mellitus (type ii), history of status post ICD, history of face cancer, and smoker. The indication for the index procedure was unstable angina pectoris. Angiography revealed 70% stenosis in the mid left anterior descending artery (lad). The targeted vessel had been previously revascularized with an unknown bare metal stent. The lesion was described as 14 mm in length, class b2, mid and heavily calcified. There was in-stent restenosis and the reference vessel was 3.0 mm in diameter. The lesion was pre-dilated with a 3.0 x 20 mm balloon at 18 atm and a durastar rx ptca catheter was used. A 3.0 x 13 cypher rx (lot# 15077636) stent was implanted at 20 atm. There was 5% post residual stenosis. The proximal left anterior descending artery (lad) was described as having 70% stenosis, 26 mm in length, class b2 and heavily calcified. The target vessel had also been previously revascularized with a drug eluting stent. There was in-stent restenosis. The lesion was predilated with a 3.5 x 20 balloon at 18atm and a 3.5 x 23 cypher rx (lot# 15079894) stent was implanted at 18 atm. There was a 5% post residual stenosis. An additional 3.5 x 13 cypher rx (lot# 15094586) stent was used due to initial stent not fully covering the lesion. The study stent was deployed overlapping and proximal to the initial stent covering the lesion. At pre-procedure, the ck peaked at 41 (232 u/l), the ck-mb peaked at 2 (5 ng/ml) and troponin I peaked at 0.006 (0.050 ng/ml). At 6 to 12 hours post procedure, the ck peaked at 46, the ck-mb peaked at 1 and troponin I was not done. At 16 to 24 hours post procedure, the ck peaked at 51; the ck-mb peaked at 2 and troponin I peaked at 0.402. The discharge summary noted the patient's ECG showed nonspecific intraventricular conduction and right bundle branch block; otherwise, it was unremarkable. The ECG core lab reported no new major st-t abnormalities and no new q waves. Based on the cec adjudication minutes received on (B)(6) 2012, the committee determined that the patient experienced a peri-procedure mi. There was no procedural complications reported and the patient was discharged the next day on dual anti-platelet. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15077636 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.